Event description:
The customer reported that the quick bolus and wake button on their insulin pump was difficult to press and often required multiple attempts to turn on the pump screen. There was no adverse impact on the customer's blood glucose levels. The customer planned to continue using the current pump until the replacement arrived.